Manufacturer narrative:
This complaint is recorded with zimmer biomet under (B)(4). On (B)(6) 2016, it was reported that the graft did not expand after meshing and it was incompletely perforating. On november 2, 2016, it was clarified that the issue occurred on (B)(6) 2016 during surgery. There was no harm/injury to a patient or operator and no medical intervention/additional surgical procedure was required in the event. There was no extension/delay to the surgery and an alternate device was retrieved for use. There was no impact or damage to the graft; it would just not perforate as expected. The blade was properly placed and the dermacarrier was at room temperature when used. The device had not been repaired by someone other than zimmer biomet and the surgical technique for the product was utilized. The customer returned a meshgraft ii device, serial number (B)(4), for evaluation. Zimmer biomet surgical has previously repaired/evaluated meshgraft ii serial number (B)(4) twice as documented in the repair reports in livelink. The last repair was august 15, 2016 where it was reported that not working properly and the roller and cutter were replaced. This is not a related issue. The device history record (DHR) and previous repair report review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the meshgraft ii on november 3, 2016 revealed minor cosmetic damage to the device including discoloration and stains. There was wear to the cutter blades. The ratchet handle appeared to ratchet normally. The ratchet handle would not fully engage the roller shaft extension. The test mesh was performed with the qa ratchet and passed. Repair of the meshgraft ii was performed by zimmer biomet surgical on november 7, 2016 which included replacement of the cutter. The service technician noted that there was slight damage to the cutter blades. Meshgraft ii, serial number (B)(4), was then tested and functioned properly. The reported event was not confirmed since during initial inspection the test mesh passed testing. The root cause of the graft did not expand after meshing and had incompletely perforated cannot be specifically determined with the provided information. The issue was resolved with the replaced cutter although the test mesh was performed with the qa ratchet and passed. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Meshgraft ii, serial number (B)(4), was repaired, tested and returned to the customer.

Event description:
It was reported that the graft did not expand after meshing and it was incompletely perforating during surgery. No adverse events have been reported as a result of this malfunction.